Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm and reproduce the error by performing a sample loader set home under mainte. The fse observed that the x1 home pib sensor was bad. The fse replaced pib sensor. The temp on the soldering iron was verified using a thermometer with a calibration due date of 6/30/2020, and a temp reading of 347 degrees. The quality control (qc) was already diluted therefore pipetting was not required. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 11oct2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4291- sample loader x1-axis home detection failure. Cause: the home sensor failed to activate after the sample loader x1-axis moved toward the home position. New measurement will not start. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The probable cause of the reported event has not been determined as the sample loader x 1 pib home sensor part evaluation is pending.

Event description:
A customer reported getting error message 4291 sample loader x axis home on the aia-2000 instrument. The customer performed an all set home from mainte (maintenance file configuration) when a grinding noise occurred. Technical support asked the customer to check the sorter and the belt feeding; there were no obstructions observed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), follicle stimulating hormone (fsh), and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.